Manufacturer narrative:
(B)(6). Reported event of stent blocked/occluded due to tissue ingrowth. (B)(6). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 23, 2016 that a wallflex biliary rx uncovered stent was implanted on (B)(6) 2016 as part of the (B)(6) trial. The patient had a history of cholangiocarcinoma. The patient was enrolled in the study as part of palliative treatment of biliary strictures produced by malignant neoplasms with no intended surgery. On (B)(6) 2016, biliary obstructive symptoms were collected and reported jaundice and pale stools. Liver function tests were also performed on (B)(6) 2016. On (B)(6) 2016, the patient underwent an endoscopic retrograde cholangiopancreatography (ercp) for imaging/biopsy during the stent placement procedure. The procedure was done in an outpatient setting. Additionally, a pancreatogram and biliary sphincterotomy were performed during the stent placement procedure. Prophylactic nsaids were administered to the patient. The first study stent, a wallflex biliary rx uncovered stent which is the subject of manufacturer's report # 3005099803-2016-01956, was implanted on (B)(6) 2016 in a satisfactory manner during the ercp. On (B)(6) 2016, during an ercp in an outpatient setting, the first study stent was noted to be occluded due to tissue ingrowth. A wallflex biliary uncovered stent (the subject of manufacturer's report # 3005099803-2016-03122) was implanted to complete the procedure. During an ercp on (B)(6) 2016 stent occlusion due to ingrowth was noted. It is unknown whether the ingrowth occurred within the stent with an unknown lot number (captured in manufacturer's report # 3005099803-2016-03122) or if it occurred within the stent with lot number 18609960 (captured in manufacturer's report # 3005099803-2016-01956). Another wallflex biliary uncovered stent (the subject of this report) was implanted in a satisfactory manner to complete the procedure. On (B)(6) 2016, it was noted that the stent was occluded from proximal growth of the malignancy. Another wallflex biliary uncovered stent was implanted to complete the procedure. Also on (B)(6) 2016, the patient experienced jaundice. According to the complainant, the jaundice noted on (B)(6) 2016 is not an adverse event related to the stenting as jaundice was noted during the initial assessment of biliary obstructive symptoms on (B)(6) 2016.